Event description:
As reported by the user facility: the customer called to report that they have a transfer set that has an out of box failure due to a brown spot inside the tubing near where the spike would be installed. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.